Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 686787-inv,685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included abnormal uterine bleeding, menometrorrhagia, dysmenorrhea, uterine dilation and curettage, uterine leiomyoma, post coital bleeding, deep dyspareunia, paratubal cyst, menorrhagia and grand multiparity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, fatigue, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: essure catheter was placed on each side with.3 trailing coils. Discrepancy noted in essure insertion date as: 20-apr-2010 and feb-2010. She received treatment for apareunia, dyspareunia, pelvic pain ,abdominal pain, fatigue, migraine, nausea, weight gain. Lot number reported (686787) is invalid. Lot number: 685787 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 686787-inv,685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included abnormal uterine bleeding, menometrorrhagia, dysmenorrhea, uterine dilation and curettage, uterine leiomyoma, post coital bleeding, deep dyspareunia, paratubal cyst, menorrhagia and grand multiparity. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and removal of essure device). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, fatigue, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: essure catheter was placed on each side with.3 trailing coils. Discrepancy noted in essure insertion date as: (B)(6)2010 and (B)(6)2010. She received treatment for apareunia, dyspareunia, pelvic pain ,abdominal pain, fatigue, migraine, nausea, weight gain. Lot number reported (686787) is not valid. Most recent follow-up information incorporated above includes: on 5-may-2021: update of information (batch is not valid) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain female'). In an adult female patient who had essure (batch no. 686787,685787), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". The patient's medical history included: abnormal uterine bleeding, menometrorrhagia, dysmenorrhea, uterine dilation and curettage, uterine leiomyoma, post coital bleeding, deep dyspareunia, paratubal cyst, menorrhagia and grand multiparity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, fatigue, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: essure catheter was placed on each side with 3 trailing coils. Discrepancy noted, in essure insertion date as: (B)(6) 2010. She received treatment for apareunia, dyspareunia, pelvic pain ,abdominal pain, fatigue, migraine, nausea, weight gain. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter, lot number, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, fatigue, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010. She received treatment for apareunia, dyspareunia, pelvic pain ,abdominal pain, fatigue, migraine, nausea, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received, new events pelvic pain, abdominal pain, dyspareunia, apareunia, fatigue, migraine, nausea, weight gain, plaintiff did not undergo essure confirmation test were added. Patient's date of birth and reporter address were added. Device removal date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.